Manufacturer narrative:
The subject device was returned for evaluation. Visual evaluation noted bent guidewire and cannula backup tabs. Function evaluation resulted in broken fastener deployment. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Based on the sample evaluation and investigation performed, the guide wire and backup tabs on the device were found to be bent due to forces applied during use. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ this MDR represents the bard/davol optifix straight (device #1). An additional MDR was submitted to represent the bard/davol optifix straight (device #2).

Event description:
As reported, during a bilateral laparoscopic inguinal hernia repair procedure on (B)(6)2021, the surgeon attempted to fixate a bard mesh into soft tissue using a bard/davol optifix straight fixation device (device #1). After deploying five fasteners, the device stopped working, was removed from the patient and was evaluated to see if it was jammed; the fasteners came out in pieces. As reported, a bard/davol optifix straight fixation device (device #2) was used and when attempted to fixate the mesh, the device would not work at all. It was reported that the device deployed broken pieces of the fastener when evaluated outside the patient's body. As reported, third bard/davol optifix straight fixation device was used to complete the case. As reported, the surgeon is an experienced user of the device. There was no reported patient injury.